Manufacturer narrative:
It was reported that after an initial bunion surgery, a transverse screw broke. The screw was removed during a revision surgery in a revision surgery on (B)(6) 2022. The device was returned to the manufacturer for evaluation and analysis of the device confirmed the device broke right below where the threading meets the shaft of the device. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. A number of factors could have contributed to the breakage of the screw, however information from the surgeon indicates the patient was non-compliant. The patient's non-compliance likely subjected excessive bending stresses to the device which led to its breakage. The instructions for use identify warnings related to postoperative care. There was no other report of any patient impact or injury as a result of this event and the patient was revised with tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, a transverse screw broke. The hardware was removed during a revision surgery on (B)(6) 2022. There was no other report of any patient impact or injury as a result of this event.